Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the red level sensor was not working. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint could not be confirmed. During laboratory analysis, the product surveillance technician (pst) connected the red level sensor to the reservoir as described in the instructions for use (IFU) on the heart lung machine (hlm) and no issues were observed. The system was left operating for a few hours and there were no errors throughout use. The sensor was then attached to a testing fixture and tested on both the thin and thick wall of the fixture with no issues observed. It was determined that the red level sensor functioned as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.